Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was repositioned to a subpectoral location due to a painful pocket and remains in use. It was also reported that the patient's right ventricular (rv) lead had a sudden increase in pacing threshold. The lead remains in use and no programming changes were noted. The patient is a participant in the (B)(4). No further patient complications have been reported as a result of this event.

Event description:
It was further reported that cultures taken when the patient's implantable cardioverter defibrillator (ICD) was repositioned were normal. It was also reported that the patient's right ventricular (rv) lead has a diagnosis of sustained failure to capture with continued high thresholds. Initial intent to replace was updated to continue monitoring.